Event description:
It was reported that the patient was experiencing pain and discomfort at the implantable pulse generator (ipg) site. The patient underwent ipg repositioning procedure. The patient is doing well postoperatively.